Manufacturer narrative:
Evaluation summary: devices a & b were received sterile and in good visual condition. The breakaway washer was present, uncut and the device was received fully loaded with staples. The devices were opened and tested for functionality; the devices fired and formed all the staples as well as completely cut the media and the breakaway washer without incident. The staple lines were complete and the staples were noted to have the proper b-formed shape. Device c arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a deep anterior rectum procedure, there were no staples present after firing. The procedure was completed by hand-suturing. There was no pt consequence.